Event description:
A customer splashed vitros chemistry products specialty diluent into their eye. The fluid contains human blood products. There was no immediate harm to the customer as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The following statement appears in the instructions for use for vitros chemistry products specialty diluent: "handle as if capable of transmitting disease. This product is prepared from human serum. Each donor unit used in preparation of the product was (B)(6) using FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in clsi guideline m29, or other published biohazard safety guidelines." Personal protective equipment (safety glasses) was being worn at the time of the event, however, fluid still splashed into the customer's eye. The customer flushed the affected eye with water.